Manufacturer narrative:
As no report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed because the conclusion code was updated.

Manufacturer narrative:
As no report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited noise. The noise was reproduced with isometrics an was found to have damage due to clavicular crush. The lead was then explanted. No additional adverse patient effects were reported.